Event description:
The system 7 sagittal saw was sent for service and during testing at the MFR, it ran on its own without user activation. There was no pt involvement and no adverse consequences associated with the device.

Manufacturer narrative:
It was noted during failure analysis that there was corrosion on the trigger shaft which caused the trigger to stick and the device to continue to run.